Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Though the pump was reset with help from technical support, the malfunction code recurred. Consequently, technical support arranged for a replacement pump with updated software to be sent to the customer, who will use mdi as backup insulin therapy in the interim. The customer was instructed on steps for returning the old pump and acknowledged the process for receiving the new device.